Manufacturer narrative:
Product complaint (B)(4). Investigation summary : examination of the returned device revelaed breakage into two pieces. Ted breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Examination of the returned device revealed breakage into two pieces. Ted breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument was cracked.